Event description:
Procedure: laparoscopic cholecystectomy. According to the report: after the device was removed and closed cavity. Then, it was noticed the ring on edge of pouch was disengaged. Trocar was put again in cavity and retrieved the piece. No bleeding. No tissue damaged. No pt info available.

Manufacturer narrative:
(B)(4). (B)(4).